Event description:
The complainant alleged that during biomed testing, the device powered up with only a green dot on the display. The complainant indicated that there was no pt involvement in the reported malfunction.